Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report sensor wire was left under skin. No portion of wire was attached to the pod on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).